Event description:
It was reported that during the implant attempt, the lead could not be used due to the patients anatomy. A different lead was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The full lead was returned and analyzed. There was blood/body fluid on the distal conductor (not obstructed).